Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's controller screen was frozen. The patient reported that the patient could not adjust the stimulation or charge the controller, the controller kept showing "could not locate the implant" the past saturday or sunday. The patient stated that it was like the controller was stuck in the middle of the program. The patient stated that their legs were having "cramps" and "charlie horses" the whole time in their legs and feet the past weekend. The patient stated that it was "bad". The patient stated that their ins was sticking out sideways on saturday or sunday of the past weekend, and the patient stated that they could feel an edge or corner piece of the ins. The patient stated that the ins felt like it moved back into place, but the patient is still feeling sore in their legs and hips from the cramps that they were feeling since september 2018. The patient stated that they have not had any events/trauma. The patient thinks that they have an appointment coming up on (B)(6) 2018 for injections. The patient reported that they were finally able to connect to their ins and adjust their stimulation, but was concerned about what caused the event. The patient was forwarded to their healthcare provider (hcp) to check the implant site. No further complications were reported or anticipated.